Event description:
Pt. On datascope iabp. Alarm on=system failure microprocessor shutdown. Pt changed to kontron iabp then 9700 datascope when arrived. Bio-med assessed power converter monitor module for keyboard defect. Called datascope to repair. Also safety disc due for replacement. Power converter monitor module failure would cause a system shutdown as it warmed up. Datascope personnel here to fix, problem resolved.